Manufacturer narrative:
It was reported that, clinical team has complained that 1 out of 4 xl gloves are ripping down the middle when the clinician puts them on. This is causing a risk of blood borne pathogen contamination. Gloves were tossed and new one was tried. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, clinical team has complained that 1 out of 4 xl gloves are ripping down the middle when the clinician puts them on. This is causing a risk of blood borne pathogen contamination. Gloves were tossed and new one was tried.